Event description:
The affiliate reported: no flow through valve any longer. Valve possibly obstructed. Valve was explanted and replaced with another hakim valve. (After use on patient).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 70mmh2o. The valve was visually inspected; a needle hole in the needle chamber was noted. No defects were noted. The valve was reflux tested. The valve passed the test. The valve was irrigated, an occlusion was noted at the ruby ball, the ball was unstuck, the valve was irrigated again, and no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. A leak from the needle chamber was found due to the needle hole. The valve was tested for programming. The valve failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested at 70mmh20, the valve failed the test. The valve was dismantled; biological debris was noted on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball, on the cam and on the base plate. Review of the history device records confirmed the valve 82-3162, lot number crddkk, was conformed to the specifications when released to stock on the 07th may, 2014. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball, on the cam and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.